Event description:
It was reported that during a da vinci-assisted benign hysterectomy surgical procedure that the right master tool manipulator (mtm) on surgeon side console (ssc) 2 was drifting. The mtm drifted with the surgeon's head in and out of the viewer. The instrument tips were moving as well. The intuitive surgical, inc. (Isi) technical support engineer (tse) found a single 23075 error against the right mtm on ssc 2. The procedure was able to be completed with no reports of patient injury.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse tested the system but was unable to reproduce the reported issue. The fse advised the customer to ensure the surgeon's head was completely out of the high resolution stereo viewer (hrsv) before letting go of the master tool manipulators (mtms). The fse explained to the site about uneven floors. The fse also performed a system preventative maintenance (pm). The fse noted that he was not sure if it was because he moved the ssc during the pm, or if the calibrations helped, but the system did not seem to float as much after the pm was performed. The system was tested and verified as ready for use. The complaint was not confirmed based on the field evaluation. The probable root cause cannot be determined based on the information provided and fse's field evaluation. The fse tested the system but was unable to reproduce the reported issue. The fse's service visit did not reveal any issues related to the customer reported event.